Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 2 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the instrument locked out as intended. In order to evaluate the device internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found damaged causing the anti-backup failure. No conclusion could be reached as to what may have caused this condition. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, there was an unexpected resistance in grasping the trigger at the first firing. The device was used on the blood vessel. Another device of another lot number was used to complete the case without problems. There were no adverse consequences to the patient.